Event description:
It was reported to resmed that a pt burned his hand and throat while using an h5i device.

Manufacturer narrative:
Resmed has made requests for the device to be returned, so that an engineering investigation could be performed. Since the device has not yet been returned, resmed is unable to confirm the alleged malfunction at this time. Pt stated that he woke with an extremely sore throat and chest tightness and felt very hot air coming from the unit. He removed the chamber, which was empty at that point, and it burned his hand. He ended up in hospital for two days with burns to his throat which also aggravated his asthma. The pt is back on therapy and reports minor chest tightness.